Event description:
It was reported that the user¿s ilet was not receiving glucose values from a recently inserted dexcom g6 sensor due to intermittent communication, resulting in signal loss to the ilet; troubleshooting steps included confirming secure sensor and transmitter placement, toggling between g7 and g6 in the app, and restarting the ilet, after which glucose readings resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user¿s caregiver. Investigation of this case revealed an interoperability communication issue between the ilet and the cgm, consistent with intermittent communication failure, with involvement of the electrical/magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.